Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke off during case, and the doctor was unable to find the tip of the needle, which was 1mm in length. Doctor did not see it sticking out of the peritoneum. No other information is available. Blood loss of 200ml was reported.

Manufacturer narrative:
.